Event description:
Caller reported performing comparision tests with the freestyle flash meter. Results were 39 mg/dl and 112mg/dl. The reported freestyle comparision results differ by more than 20% and meet the manufacturer's definition of a malfunction.